Event description:
It was reported that during an open lobectomy, the device could not cut an existing staple line and the target tissue was pushed out when the device was fired on the lung parenchyma. Although a new cartridge was loaded into the same device and fired, the same event occurred again. Reinforcement material and fibrin adhesive were used. Also, additional suture was performed. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). At the time of this submission, the device has not been returned for analysis. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information provided:were there any staples deployed on the tissue? --- yes.if there were staples deployed, what was there appearance (b-shaped, malformed, legs straight). --- malformed and legs straight.on which firing did this occur? --- no information.did the customer report a dull knife? --- no.was there bleeding? --- no.what type of reinforcement material was used? --- no information.what type of fibrin sealant was used? --- no information.

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one pce45a device was returned in good visual condition and with two ecr45d cartridge reloads present. The reload (b, c) were received fully fired and in good visual conditions. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, the knife was noted nicked. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The event could not be confirmed as no malformed staples were noted during functional testing. No short cut or absent cut was noted during functional testing.